Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 53.5mm in diameter abdominal aortic aneurysm. The proximal neck was 21.9-23.3mm in diameter and 22mm in length. The neck angle was 60 degrees. There was 10 percent circumference of calcium with 2mm of thickness. It was reported that two years post index procedure follow up CT scan showed aneurysm expansion. The patient was treated with an additional endovascular procedure however, the event did not resolve. The investigator assessed this event to be related to the patient's abdominal aortic aneurysm. No additional clinical sequelae were reported and the patient is being monitored.